Manufacturer narrative:
Customer repeated the testing by traditional tube and manual gel and was able to obtain a mixed field in tube and a 2-3+ in manual gel to the anti-a microwell. Ortho care (tsc) confirmed that the listed mts abd/rev gel cards have normal appearance and have been stored according to the IFU indications. No reports of any discrepancies with the qc of the provue or of the manual gel. Tsc discussed that the possible reason for the negative reaction in the anti-a micro well may be the result of the depth of where the provue aspirates red cells from the samples compared to where the user aspirates cells for manual gel. Donor transfused red cells are denser and would settle to the bottom of patient samples after centrifugation. Tsc referred the customer to the mts interpretation guide that indicates the following: "the potential exists for unexpected or mixed field results (see section mixed field reactions: discussion) in samples from recently transfused patients, bone marrow transplant patients, and patients with blood group chimerism1 due to the existence of two distinct, separable populations of red blood cells in the sample. Mixed field and unexpected reactions due to transfusion last only for the life of the transfused red blood cells." Customer indicates their understanding of the potential cause of the reported concern and indicates their confidence that the root cause was sample related and not any defect in the gel card or the provue operations. Customer currently satisfied with the performance of the provue and requires no additional follow up. (B)(4).

Event description:
Customer contacted ortho to report that a false negative result was obtained in the anti-a microwell of the mts abd/rev gel card on the provue resulting in an incorrect blood group of o pos being issued. Patient in question is a known a subgroup rh positive patient with anti-a1 present in their plasma. Previous typing of the patient showed a 3+ reaction in the anti-a well to the abd/rev gel cards and a 1+ reaction to the reverse a1 cell due to the anti-a1. The patient received 2 units of group o pos last week and a new sample was collected and tested today with the provue issuing a group o pos. There was a false negative result in the forward anti-a well. Testing performed in the mts abd/rev gel card lot# 050218037-13. No reports of any incorrect or erroneous results reported as a result of this reported concern. Issue started on: (B)(6) 2018, frequency: 1x, sample (B)(6). Customer repeated the testing by traditional tube and manual gel and was able to obtain a mixed field in tube and a 2-3+ in manual gel to the anti-a microwell. Ortho care (tsc) confirmed that the listed mts abd/rev gel cards have normal appearance and have been stored according to the IFU indications. No reports of any discrepancies with the qc of the provue or of the manual gel. Tsc discussed that the possible reason for the negative reaction in the anti-a micro well may be the result of the depth of where the provue aspirates red cells from the samples compared to where the user aspirates cells for manual gel. Donor transfused red cells are denser and would settle to the bottom of patient samples after centrifugation. Tsc referred the customer to the mts interpretation guide that indicates the following: "the potential exists for unexpected or mixed field results (see section mixed field reactions: discussion) in samples from recently transfused patients, bone marrow transplant patients, and patients with blood group chimerism1 due to the existence of two distinct, separable populations of red blood cells in the sample. Mixed field and unexpected reactions due to transfusion last only for the life of the transfused red blood cells." Customer indicates their understanding of the potential cause of the reported concern and indicates their confidence that the root cause was sample related and not any defect in the gel card or the provue operations. Customer currently satisfied with the performance of the provue and requires no additional follow up.